Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, pacing dependent patient presented remotely via merlin.net. Upon interrogation, the atrial lead exhibited noise due to the far-r wave oversensing, triggering the mode switch episodes. X-ray imaging was good. No programming changes were made and the patient would continue to be monitored.